Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged toward the ven tricle after release from the delivery catheter system (dcs) and landed deep. Moderate-severe paravalvular leak (pvl) was reported over the skirt. Subsequently, a second valve was implanted valve-in-valve and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.